Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device does not confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bottom tab was found to be cracked prior to surgery. The piece was not used and the surgery was not delayed.